Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; long-term outcomes of percutaneous stenting of aortic endograft limb occlusion stavros spiliopoulos, 1 konstantinos moulakakis, 2 konstantinos palialexis ,1 chrysostomos konstantos, 1 lazaros reppas, 1 ioannis kakisis, 2 andreas lazaris, 2 george geroulakos, 2 and elias brountzos https://doi.org/10.1016/j.avsg.2018.05.064. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. Occlusions in the stent grafts occurred, leading to chronic ischemia and required interventional treatment. It was noted that although the causes of all the occlusions couldn't be confirmed some were related to kinking of the stent graft due to angulation of >60 degrees of the vessel, interventional limb device oversizing and extension of the interventional device into small diameter arteries. The adverse events reported are as follows; serious injury; buttock claudication, occlusion, groin scar tissue

Manufacturer narrative:
Additional information received: it was confirmed via the physician that there was one limb occlusion of a endurant stent graft. If information is provided in the future, a supplemental report will be issued.